Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 1ml per side of juvéderm® voluma¿ with lidocaine in the jaw and with 1ml of juvéderm® volbella¿ with lidocaine in the lips. Approximately two and a half months later, ¿after beach/sun + decreased immunity (with a report of body allergy), recurrent swelling began in the lip (mainly upper) and jaw, with redness and "bumps/nodules" /hardening, fluctuating over the days. Patient improved the condition with dexamethasone 4mg and worsened when stopping the medication.¿ the hcp then treated with ¿doxycycline 100 mg 12/12h (on the 10th day) - prednisone (40 mg for 5d and then I switched to 20 mg for another 5d. Today (after reducing the corticosteroid to 10mg) it developed with a red area, pain, and local heat.¿ symptoms are ongoing.